Event description:
It was reported that a spaceoar hydrogel was placed successfully. The patient-initiated radiation therapy for intermediate-risk prostate cancer, completing 14 out of the planned 28 fractions without issue. Approximately two months post-placement, the patient began experiencing pain and a sensation of pressure. Imaging was performed, revealing a fluid collection surrounding the hydrogel. The patient was taken to the operating room for evaluation and drainage. Initially, only a small amount of fluid was released. Upon further examination, the physician palpated the area and noted it felt normal. However, a distinct abscess was identified in the perineal region, which was drained and yielded purulent material. Additionally, more superficial fluid surrounding the spaceoar was drained, which appeared to be more benign. Cultures from the drainage grew enterococcus species. The patient was started on vancomycin and zosyn and remained hospitalized under inpatient care. However, it was additionally reported that the patient was aspirated and returned to treatment.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e2330 is being used to capture the reportable event of pain. Patient code e1901 is being used to capture the reportable event of bacterial infection. Patient code e2326 is being used to capture the reportable event of inflammation. Patient code e2338 is being used to capture the reportable event of swelling/edema. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.